Event description:
It was reported that the doctor found the lock of the clips broken after uploading into the applier prior to the patient.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made that report 3003898360-2019-00594 was submitted in err. The report is retracted. Report 3003898360-2019-00594 is retracted.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 544230 hemolok l clips 3/cart 42/box, lot# 73e1900060, the samples were functionally inspected, and during the test issue reported broken was not observed in the current manufacturing process. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the lock of the clips broken after uploading into the applier prior to the patient.